Event description:
It was reported that when using the bd pyxis¿ medflex 1000, user unable to issue medication and screen went frozen. The customer reported that the malfunction occurred during medication dispensing, preventing the user from issuing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was freezing during medication issue, the right amount was wrong, and the user was unable to edit. The technical support specialist (tss) remotely accessed the system and guided user through the correct procedure to issue the medication. The medication was successfully issued, and the issue was fully resolved. The system functioned as intended after the technical support specialist (tss) assisted with the issues of the device.